Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no serial digital interface or digital visual interface image. This issue was identified during inspection prior to use. There were no reports of patient harm.